Manufacturer narrative:
The device was received connected to a blue non-baxter threaded lock cannula, which indicated that the separation probably happened during or after product setup/preparation. Visual inspection was performed via naked eye and noted that the tubing insertion was short at the y-junction, and was able to be pulled out from the y-junction during connection check. There is trace of solvent found at the tubing where separation was observed. The reported issue was verified. The cause was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) interlink y-type catheter extension sets had a bonded part that separated. This was noted after opening the package and prior to patient use. There was no patient involvement. No additional information is available.